Manufacturer narrative:
The insulin pump failed displacement test and alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify motor error and alarm due to alarm during rewind. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 178 mg/dl. The customer stated that he was wearing the insulin pump while a magnetic resonance imaging procedure was being done. She stated that the insulin pump also alarmed another alarm, indicating that the motor position encoder experienced an error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.